Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that patient had the neurostimulator (ins) for their pain down their leg. Caller reported poor communication. Patient stated they were seeing reposition antenna screen and patient had the recharger (insr) antenna over the ins. Patient stated they went away and lost a charge in ins. Patient stated they attempted to charge and was unable to. Patient stated prior ins not being able to charge, ins was not holding a charge as long as before. Patient stated they needed to put ins into MRI mode for an MRI on monday. Patient confirmed MRI was unrelated to their ins. Patient reported the last time they were able to successfully charge their device was about a month ago. Patient attempted to connect to the patient programmer and stated they saw poor communication. Patient redirected to healthcare provider. No further complications were reported/anticipated.